Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of noise while sleeping at night. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector, x1 gain at the time. The noise was not reproducible during in-clinic troubleshooting when manipulating the lead and the can, or when asking the patient to do certain movements. It was noted the suspected cause is a proximal sensing electrode anomaly. The device was reprogrammed to secondary vector, and there will be increased surveillance via the latitude remote patient monitoring system. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
This report is being issued to correct/update the product implant date. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of noise while sleeping at night. The patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary vector, x1 gain at the time. The noise was not reproducible during in-clinic troubleshooting when manipulating the lead and the can, or when asking the patient to do certain movements. It was noted the suspected cause is a proximal sensing electrode anomaly. The device was reprogrammed to secondary vector, and there will be increased surveillance via the latitude remote patient monitoring system. Besides the inappropriate shock, no other adverse patient effects were reported. This electrode remains in service.